Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with far field r wave oversensing. No changes were reported. There were no patient consequences.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) exhibited a reoccurrence of far field r-wave oversensing. No intervention was reported, and there were no patient consequences.